Event description:
It was reported that the patient was experiencing ineffective relief due to high impedance on their scs paddle lead. It was noted that the patient had experienced a fall prior to the noted impedances. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
A patient experienced ineffective relief due to high impedance was reported to abbott. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.